Event description:
It was reported the patient's ipg was inoperable. Follow-up information revealed the patient had been without stimulation for several years and it is unknown when the last time the patient recharged the device. Additional follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted and replaced. Reportedly, effective stimulation therapy is now restored.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.